Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." The revision procedure that occurred on (B)(6) 2011 was reported on medwatch number 0001825034-2011-01167.

Event description:
It was reported that patient underwent revision knee arthroplasty on (B)(6) 2011 due to stiffness. A subsequent revision procedure was performed on (B)(6) 2014 due to poor range of motion. The tibial bearing was removed and replaced.